Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made during a follow-up. The patient was stable.